Event description:
It was reported that the patient had a miniarc precise implanted approximately one year ago. The patient was dry and the incontinence reoccurred, however, not worse than baseline. A revision surgery occurred and another incontinence device was implanted. The miniarc precise remains implanted and no further treatment is needed. No additional patient complications have been reported in relation to this event